Event description:
It was reported that the customer had a keypad anomlay on the insulin pump. The customer's blood glucose level was 96 mg/dl. The customer stated that she was going bolus and the buttons were not responding. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
The pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners noted during visual inspection. All buttons functioned properly. However, moisture damage was noted on the keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.